Manufacturer narrative:
Added long term test data sheets and changed product location. The long term test is an engineering test and does not affect current analysis or analysis coding.

Manufacturer narrative:
The pump was returned and is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v5.0). During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation.¿ analysis findings included overinfusion - undetermined cause. (B)(4).

Event description:
The pump reached normal e.o.l (end of life) and was returned. The indications for use were lumbar radiculopathy and non-malignant pain. The system was delivering bupivacaine 15.6 mg/ml at 6.547 mg/day and dilaudid 10 mg/ml at 4.197 mg/day. The lot numbers were unknown.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies; therefore not requiring this pump to be put through full destructive analysis as per lab process. This pump was internally decontaminated and battery command testing was done. No further anomalies found during this process. Analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-may-29; the patient's weight was provided.